Event description:
Drager medical, inc. Innovian critical care vf4.5 weight function error. When clinician starts a weight based medication infusion, the admission weight displays in the daily weight column of the weight tool and creates an erroneous daily weight in the daily weight log.